Event description:
A malfunction alarm was reported by the customer, indicated by the malfunction code malf 0. There was no reported impact on the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and there was no recurrence of the malfunction code after the reset. The customer was advised to continue using the pump and to contact support if the issue recurred.